Event description:
It was reported that the event occurred while in the cath lab near the end of the procedure. During an injection from a pig tail catheter, the balloon ruptured. As a result, the catheter was deflated and removed successfully. Another catheter was not inserted since they were finished with the procedure. No report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.